Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. Additionally, review of the submitted images confirmed the reported cut in the patient¿s driveline due to a routine dressing change. The controller event log file contained events from 10apr2025 through 17apr2025. A driveline power fault alarm, associated with ocp_a_open and power a line faults (pwr_a_broken), became active on (B)(6) 2025 and remained active until the system controller was exchanged on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was doing a routine dressing change and was using scissors and cut their driveline. They received a driveline power fault. Log files were sent for review, and the event log file recorded a driveline power fault at (B)(6) 2025 at 12:35:49. This event was associated with a (f2) ocp_a_open which indicated an open fuse in the system controller. Motor function was not affected by this event. Images of the driveline were submitted, and the tear was just above the kink in the driveline on the abdomen site. Log files were submitted after triggering 20 consecutive alarms. Technical services stated that the event log file showed the power fault and fuse issues had resolved. The I sense data had returned to normal. This indicated that the power line's conductive material was not damaged during this incident.